Event description:
It was reported that during thoracoscopy procedure, the device cut but only fired two staples which were unformed. Another device was used to complete the procedure. There was no adverse consequence to the pt.

Manufacturer narrative:
Information anticipated, but unavailable at this time.